Manufacturer narrative:
The investigation of the returned screwdriver blade revealed that the tip (hexagon) of the inner blade component is completely broken off caused by too high torsional and bending forces. Furthermore secondary cracks are visible indicating high torsional forces during insertion of the screw. Additionally at the slot area, pressure marks are available indicating high bending forces. The outer blade shows normal marks of usage. Based on investigation, the determined failure of the inner blade (breakage) has been caused by too high torsional and bending forces during application. Indications for any material, mfg or design related problems were not determined in the investigation.

Event description:
The screwdriver did not gear into the screw as expected leading to difficulties when screwing in the screw.